Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of prismaflex m150 set, an external leak blood was observed. It was further reported "the venous end of the tube fell off the filter suddenly". The treatment was ended without blood restitution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not returned for evaluation however photos were provided. The visual inspection observed that the return line was disconnected from the screwed connector. The reported condition was verified. The most likely cause of the reported failure is the a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.